Event description:
It was reported that the unit was sent for repair due to the blue cable is defective. It was not noted if the issue occurred during a procedure. No patient consequence reported. No additional info is available.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The unit was returned to the international service center. Based upon the inquiry info received visual and functional examination, the unit was found to require: physician damaged upper case replaced, unit calibrated, and rotational cable replaced. After servicing the unit passed qa functional testing. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint info is trended on a regular basis to determine if further investigation is warranted.